Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon from the stent was encountered. The lesion being treated was 80% stenotic in a left anterior descneding artery (lad). The physician successfully deployed a taxus liberte-2.5 x 24 mm drug eluting stent. Upon withdrawal the physician felt the fully deflated balloon was sticking to the stent. Multiple inflations and deflations were unsuccessful. Physician then decided to use additional force to successfully remove the balloon. No pt injuries or complications were reported.